Event description:
It was reported that the procedure was to treat a mildly tortuosity, concentric, de novo, 99% stenosis in the mid left anterior descending (lad). The 3.0x15mm rx trek balloon catheter was advanced for pre-dilatation; however, the balloon ruptured at first inflation at 6 atmospheres. No additional dilatation was performed. A 3.0x33mm xience prime stent implanted in the lesion and the procedure was completed without issue. There was no resistance during advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.